Event description:
The patient contacted animas on (B)(6) 2012, reporting that the pump did not record a prime entry in the pump history. During a review of the pump history, one bolus was showed occurring on (B)(6) 2012 but there were no entries in prime or any other history and there was no record in the total daily dose for (B)(6) 2012. This report is made based on the indication that the pump bolus history may have been inaccurate.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.